Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to cardiac arrest with hemoptysis / hematemesis in the presence of a high inr. Log file analysis captured low flow events on (B)(6) 2021 along with some elevations in power.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and patient conditions (cardiac arrest and sub-therapeutic international normalized ratio (inr) ) could not be confirmed through this evaluation. A specific cause for the reported events could also not be determined. The reported low flow alarms were confirmed via the evaluation of the submitted log file. The system controller event log file contained data from (B)(6) 2021 at 01:55:37 to (B)(6) 2021 at 15:47:23. At 13:26:25 on (B)(6) 2021, flow decreased below the low flow threshold, resulting in a low flow event which persisted for long enough to trigger an audible/visual alarm. Afterwards, multiple low flow, motor instability, and harmonic compensation events were captured. Power was elevated during the motor instability and harmonic compensation events. The pump appeared to operate as intended at the set speed for the duration of the log file. Based on complaint history, the data captured in the log file is consistent with a potential deposition or thrombus formation contacting the rotor, obstructing flow, and causing increased rotor drag, which would have contributed to the pump power increases and rotor instability; however, a specific cause for the low flow, power increase, and rotor instability events cannot be conclusively be determined through this evaluation as the pump was not returned. Heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1: "introduction" of this document lists death, pump thrombosis, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Also, speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also lists and thromboembolism as a potential late postimplant complication. The heartmate 3 left ventricular assist system patient handbook, rev. C, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.